Event description:
Investigation results completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 . The complaint of error 1871 during testing was validated during testing, duplicating event along with results in event history log. This was isolated to a motor timeout error that was caused by debris, broken optic sensor, locked motor or faulty main board. After further examination, it was determined the motor was locked. Action was taken to replace the motor. Device went on and passed all functional testing ready for service.

Event description:
Information received indicating that a smiths medical cadd legacy pump gave error lec-1871. The reported event occurred during testing.